Event description:
On the night of the surgery, the pt dislocated her hip. The liner dissengaged from thee femorall head. The liner may not have been fully engaged.. The pt was taken baccck into surgery, the product was removed and another inserted.